Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a steerable guide catheter (sgc) a loss of fluid column was observed as the dilator was inserted. Three attempts were performed to insert the dilator, and each time a loss of column was observed. The devices were never entered into the patient's anatomy. The procedure was completed with a replacement sgc.